Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the worn tubing, peristaltic head (rohs), resolving the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect c4000 did not identify an increase in complaint activity. A review of tracking and trending for the tubing, peristaltic head (rohs) did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6) or the tubing, peristaltic head (rohs) were identified.

Event description:
The customer observed falsely elevated magnesium on the architect c4000 processing module for two patients. The following results were provided (reference range 1.6-2.6 mg/dl): initial magnesium result= 6.74 mg/dl; repeat result= 1.7 mg/dl. Repeated the sample 10x and all were around 1.7 mg/dl. Initial magnesium result= 2.53 mg/dl; repeat result= 1.1 mg/dl; previous result from one hour prior was 1.1 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated magnesium on the architect c4000 processing module for two patients. The following results were provided (reference range 1.6-2.6 mg/dl): initial magnesium result= 6.74 mg/dl; repeat result= 1.7 mg/dl. Repeated the sample 10x and all were around 1.7 mg/dl. Initial magnesium result= 2.53 mg/dl; repeat result= 1.1 mg/dl; previous result from one hour prior was 1.1 mg/dl. There was no impact to patient management reported.